Event description:
It was reported the there was trouble passing forceps through the duodenovideoscope channel. The issue occurred during reprocessing . There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following sections related to proper reprocessing: the suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Based on the condition of the subject device as well as the results of the investigation, it is believed that the reported failure occurred due to a damaged seal in the biopsy channel that caused the reprocessing function to be unsuccessful. Olympus will continue to monitor the field performance of this device.